Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a scratched case and cracked reservoir tube lip. The insulin pump responded properly to button presses with a test keypad. No frozen display was noted and the time advanced properly during testing.

Event description:
Customer reported receiving a button error alarm on the insulin pump during bolus. Customer's blood glucose reading at the time of the call was 91 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.